Event description:
Patient had an index right tha on (B)(6) 2021. Patient presented with infection of right hip. Underwent revision for pji on (B)(6) 2021. Mdm and head components were exchanged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 709-04-58f; tridentii tritanium multi 58f; lot# 76154701a, cat# 626-00-46f modular dual mobility insert; lot# 85611103, cat# 6570-0-228 delta v-40 ceramic head 28/+4; lot# 84814301, cat# 0580-1-444 exeter v40 stem 44mm no 4; lot# g7880330, cat# 7030-6535 6.5mm low profile hex screw 35mm; lot# 26fh, cat# 7030-6525 6.5mm low profile hex screw 25mm; lot# yty. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.